Manufacturer narrative:
The probable root cause of damaged conductor wire insulation is attributed to damage from mechanical impact. Accidental drops of the instrument or inadvertent collisions with other instruments or hard surfaces during handling or usage can damage the insulation.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during central processing, the 8mm fenestrated bipolar forceps instrument insulated wire was exposed at the distal tip. There was no report of patient involvement.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mm fenestrated bipolar forceps instrument for failure analysis investigation. The instrument was analyzed and was found with the insulation retracted. The wire appears to have been partially pulled out, exposing the wire. Components adjacent to this wire do not show damage. The instrument passed the electrical continuity test. No signs of thermal damage were observed.

Manufacturer narrative:
The 8mm fenestrated bipolar forceps instrument was analyzed and the initial findings were confirmed. The instrument passes the electrical continuity test to both grips, indicating no break of the conductor wires. The insulation on one of the conductor wires had retracted proximally, exposing the internal wires. The instrument was analyzed by the design engineering team. The instrument did not have a broken grip cable. The instrument was disassembled, and the conductor wires were no found to be kinked or damaged within the main tube. The melt seals were aligned with the correct hypo tubes. No findings that would contribute to the retracted insulation were identified.

Event description:
Refer to h11 for follow-up information.